Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
The customer reports that the incident occurred while the doctor was treating a skin tag. This doctor applied the cryo device for approx 6 seconds, using the 1mm tip, and the gas spread to about a 1 inch area freezing not only the skin tag but the pt's healthy tissue. The doctor also stated that an icicle formed along the glass tip while the product was being dispensed.